Event description:
Boston scientific received information that the patient with this right atrial lead complained of symptoms. The lead displayed loss of capture, noise, low impedance measurements and threshold measurement changes. The patient also experienced muscle stimulation. During the elective device replacement procedure, the lead was explanted and replaced. The lead was returned and analyzed. Analysis revealed insulation damage, the coils were exposed and fractured. The location and type of damage was consistent with a clavicle first/rib entrapment. This finding could have contributed to the clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.